Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient from the (B)(6) who received baclofen 3000 mcg/ml in a flex pattern with a basel rate of 8/4 mcg/hr and a daily dose of 499.8 mcg/day. It was reported that the patient had been away on holiday in (B)(6) and a critical alarm had occurred. The pump logs from (B)(6) 2017 indicated a motor stall occurred on (B)(6) 2017 at 23:12 and recovered that same day 10 minutes later at 23:22. Apart from their mobile phone in their pocket touching the skin over the pump and the environmental control command (remote control) of the property close to the patient, there was nothing new happening at the time. No patient symptoms were reported at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further review of the original logs provided from an interrogation on (B)(6) 2017 at 14:13 indicated the motor stall had occurred on (B)(6) 2017 at 23:12 with a recovery the same date at 23:22. Additional information was received. The hcp could not recall the exact date the patient reported the other alarm (whether it was (B)(6) 2017 or not), but the patient called the hcp stating he though the pump was alarming again after the (B)(6) 2017 incident. The patient could not come straight away, but came the following day. The hcp did not hear any alarm and the telemetry did not show any alarm was on. The hcp thought the patient was worried and over-anxious, or mistaken with some other gadget alarm sounds. The hcp did a refill in december and the logs read during that visit were provided. The pump was interrogated on (B)(6) 2017 at 16:23. The only anomaly observed in the logs was the previously reported motor stall and recovery on (B)(6) 2017. When asked what troubleshooting occurred, if the patient experienced any symptoms, and how the issue was resolved, the hcp responded, "n/a." When asked the status of the pump, the hcp responded, "continuing with itb therapy."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s pump alarm had occurred again. The physician saw the patient on (B)(6) 2017 and the log did not show any motor stall since the ¿(B)(6)¿ incident. The patient decided to just keep an eye on this issue. It was reported that the patient noticed that their telephone holder/cover has three strips of 2 cmx1cm magnet build into it and questioned if this could be the reason for the alarm. The patient also travels very frequently in (B)(6).